Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant physical pain and suffering, has sustained permanent injury, and has undergone corrective surgeries. Associated MDR# 1018233-2012-00391.

Manufacturer narrative:
(B)(4).